Event description:
Caller originally stated that the device would not prime. Upon review by the first level investigation unit, the lancet was found to protrude past the end cap of the lancet device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.